Manufacturer narrative:
The reported failure of failed act exh proport valve opened is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy 100 ventilator japan bt device was returned to a third-party service center for routine preventative maintenance. No patient harm was reported, and the device was not in patient use at the time of the event. During evaluation at the third-party service center, the device failed the active exhalation proport valve opened test step. The device's active exhalation control module aecm was replaced to address the issue. Separately, the device failed the nurse call on test step. The device's interface board was replaced to correct this issue. A periodic maintenance 1 procedure was performed, and the device's pollen filter was replaced as required by the maintenance procedure to prevent potential failure. The technician completed repair test, alarm check, battery check, run in testing, and cleaning. The device was confirmed to operate properly. The software version was verified as 14.2.05.